Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient plans to undergo surgical intervention due to her ipg no longer being stationary/oriented properly in the pocket.

Event description:
Additional information gathered revealed the ipg site was also revised during the explant/replacement procedure. Surgical intervention addressed the patient's issue.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced.